Event description:
It was reported that "when tightening the hybrid screws, it was noticed that the tip of hybrid final tightener had broken. Not sure of exact event that caused the breakage."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.